Event description:
Got breast implant in 1999. Got sick in 2006. Chronic pain, ra nerve pain, fibro bladder issues, gi issues, neurological issues, tinnitus, vertigo. Migraine, dizziness balance issues, blurry vision, an extreme vision issues. Pernicious anemia, depression, panic attacks, the list goes on. I'm disabled and unable to work. I started having symptoms and health issues one year after getting implants. But became disabled and extremely ill 11 yrs ago, 8 yrs after having breathing implants.